Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6), 2021. On (B)(6) 2021, when flushing the catheter with saline solution, leakage occurred near the 22.5 cm depth marking on the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample and extension tubes were attached to both luer adapters. An attempt to infuse water through the sample using a 12ml syringe revealed a spraying leak in the red-luered lumen between the 22cm and 23cm depth markings. Microscopic inspection of the leak site revealed a longitudinally aligned split. The split exhibited a regular fracture surface. Abrasion damage was observed in the vicinity of the split. Additional damage was observed circumferentially opposite the split. The split characteristics, catheter surface abrasion and relative positions of the abraded regions were consistent with damaged caused by contact between the catheter and a traumatic grasping instrument such as forceps or hemostats. The location of the damage between the sutures and the sliding suture wing suggested the damage was near the insertion site and may have occurred during insertion site maintenance procedures. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, when flushing the catheter with saline solution, leakage occurred near the 22.5 cm depth marking on the catheter. There was no reported patient injury.